Manufacturer narrative:
The customer was sent a replacement transformer. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4). Device not returned by the customer

Event description:
On (B)(6) 2015, a customer reported to medela customer service that the transformer housing for her pump in style advanced breast pump came apart, exposing the inner electrical circuitry, which is a safety risk.